Event description:
It was reported that a one-link catheter extension set disconnected from a non-baxter blood collection container. This occurred while attempting to draw blood from the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.